Event description:
The customer complained of questionable ise indirect na, k, cl for gen.2 results for 1 patient sample tested on a cobas 6000 c (501) module. Of the data provided, there were discrepant cl results. The initial cl result was 124.8 mmol/l and was reported outside of the laboratory. On (B)(6) 2019 the repeat cl result on a different instrument was 101 mmol/l and deemed to be correct. There was no adverse event. The cl electrode lot number and the expiration date were asked for but not provided. The field service engineer (fse) replaced the ise electrodes and performed instrument checks. The fse verified that the c (501) was operating within specifications. The ise check, calibration, and qc were acceptable. The investigation determined that there were no further issues after the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.